Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced hyperglycemia while learning the system and sought confirmation that insulin delivery was occurring; data synchronization with the app indicated active insulin delivery, bg trended downward by the end of the call, and the user had recently changed supplies and planned to announce a meal. Symptoms included elevated blood glucose with a reported peak of 260 mg/dl and no acute adverse effects. Outcomes included several hours of glucose above target without use of backup therapy, no ketone testing, and no medical intervention. Investigation included review of uploaded device data and troubleshooting education regarding initial conservative insulin modulation during early use. Investigation of this case revealed no device alarms or malfunctions and no component issues, with the event attributed to early adaptive operation and cause unclear for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.